Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was having an MRI for headaches and a possible stroke. No further complications were reported as a result of this event. Additional information was received. It was reported the MRI was for evaluation of the headache that developed 2 days ago with vague visual changes and the headache moved to occipital lobe. This was reported as a sudden change in therapy/symptoms. No further complications were reported as a result of this event. Additional information was received from the manufacturer representative (rep). It was reported the patient had a stroke. No further complications were reported as a result of this event.